Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k #k082728, UDI#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical discectomy and fusion at c2-4. During the surgery, when performing final tightening of mas crosslink locking screw, the hex part of the reported product mas crosslink set screw was broken. Instead of mas crosslink, two rod crosslink were installed and completed. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual inspection confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant but part of the lower thread rows have been sheared off due to torsional overload. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.